Manufacturer narrative:
Findings: unit failed displacement test with (149.5 units remaining on status screen) and motor error alarm noted during rewind due to motor encoder out of phase. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to high magnetic field such as x-rays. Customer's blood glucose at time of incident was unknown mg/dl.